Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for prime anomaly. Customer¿s blood glucose was unknown. Assisted customer with rewind/fill tubing process. Pump did not exit the rewind complete delivery loop and complete the fill tubing process successfully. Advise customer the pump will need to be replaced. The insulin pump will be returned for analysis.